Manufacturer narrative:
Evaluation method actual device involved in incident was evaluated. Visual examination performed. Evaluation results fracture site exhibits typical signs of fatigue fracture. Evaluation conclusion breakage due to fatigue.

Event description:
The pt underwent surgery to stabilize a femoral fracture using a bone fixation plate. Following discharge from the hosp, the four screws used to secure the plate reportedly fractured. Revision surgery was required to replace the plate and screws.